Event description:
On (B)(6) 2011, the patient claimed that the audio and vibration alarm is not working on the animas pump. Reportedly, the patient awoke with a blood glucose reading of 420 mg/dl. At the time of concern, the cartridge was empty but the animas pump did not alert the patient of the issue. He took a correction insulin bolus at 8 am. His blood glucose reading was elevated to 526 mg/dl at 9 am. There was no product misuse. The issue was not resolved with training. The animas pump will be sent back for investigation. This complaint is being reported because the patient had reading over 500 mg/dl after the alleged issue began.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2011 with the following findings: the pump powered on with functional vibratory warnings; the audio feature was no functioning. The audio malfunction is not likely to cause an adverse event because the vibration alarm mechanism still functions and will still alert the user should the pump emit an alarm. Investigation revealed a failed electrical connection. During investigation, there was evidence of corrosion observed inside the battery compartment.